Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to medial ankle pain/impingement.

Manufacturer narrative:
The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that there are some radiolucencies at the anterior aspect of the tibial and talar component with no significant loosening/migration. Talar component has subsided 1 mm anteriorly (not clinically relevant). Some gutter impingement was also observed in CT scans. Based on investigation, the root cause was attributed to a patient related issue. The failure caused due to gutter impingement of tibial and talar component. If the device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.